Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, hemorrhage and ischemia are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, hemorrhage and ischemia the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Article titled: ¿manta vs perclose for large-bore femoral closure in impella-assisted high-risk percutaneous coronary intervention: retrospective outcomes study¿

Event description:
This study investigated the use of non-abbott closure devices compared to the use of perclose devices for large-bore femoral closure in non-abbott percutaneous left ventricular assist device high risk percutaneous coronary intervention (pci) procedure. Procedures were performed from 2018 to 2023. Multiple vascular closure devices were discussed, including perclose devices. Although some complications were noted with both vascular closure devices discussed, the complications specifically for perclose device included failures requiring balloon tamponade with covered stenting and failures requiring balloon tamponade with manual compression or another non-abbott closure device. Additionally, vascular complications related to perclose included hematomas and limb ischemia. There was also major bleeding. The study concluded that both the non-abbott closure device and the perclose offer safe and effective large-bore femoral closure in patients undergoing non-abbott percutaneous left ventricular assist device high risk percutaneous coronary interventional procedures. As bleeding remains a key modifiable complication, optimizing closure strategy is essential and larger prospective studies are needed. Specific patient information is documented as unknown. Details are listed in the article, titled "manta vs perclose for large-bore femoral closure in impella-assisted high-risk percutaneous coronary intervention: retrospective outcomes study".